Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by fever and abdominal pain. Two days later the pt was hospitalized for the peritonitis event. Two days after hospitalization the patient's abdominal pain was significantly reduced, and the next day reported no pain. The cause of peritonitis was not reported. On an unreported date, the patient was treated with cefazolin 2000ml, ip, tid; cefazolin 2000ml, ip, four times a day (qd); and ceftazidime, 2000ml, ip, qd) therapies for peritonitis. Seventeen days after hospitalization for the peritonitis event, the pt was discharged. The peritonitis was reported to be resolved. Additional information was requested but was not available.